Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.7mm, vicm5_13.7, -6.50 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a different diopter lens due to refractive surprise. This exchange resolved the problem. In the reporters opinion the cause of this event was due to a patient related factor.

Manufacturer narrative:
Device evaluation: lens was returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found the optic deformed along with the haptic bent and deformed. Dimensional inspection found the lens to be within specifications. Functional inspection of the lens sphere was found to be 0.45d out of specification. (B)(4).

Manufacturer narrative:
Additional informaiton: the reporter indicated that that a 13.7mm, vicm5_13.7, -6.50 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a different diopter lens due to refractive surprise. This exchange resolved the problem. In the reporters opinion the cause of this event was due to a patient related factor, patient had some prebyopia due to age. Although the patient had good vision after initial lens implant, the patient was dissatisfied with near vision. The initial lens was exchanged because the patient wanted better near vision. There are currently no adverse events in the patient and no complaints from the patient. Corrected data date of birth: corrected from (B)(6) 2019 to (B)(6) 1968. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: previous MDR should include "use/handling and additional processing impacts lens dimensions/functions; returned lens may not meet original specifications." Date received by manufacturer: date in initial MDR should be corrected to 18-apr-2019. Claim#: (B)(4).